Manufacturer narrative:
The main component of the system and other applicable components are: product ID: 8598a, serial# (B)(4), implanted: (B)(6) 2010, product type: catheter. Product ID: 8709sc, lot# n170500003, implanted: (B)(6) 2008, product type: catheter.

Event description:
Information was reported by the consumer regarding their implanted pump which was used to deliver dilaudid. The indication for use was non-malignant pain. On (B)(6) 2016 it was reported that following the pump replacement on (B)(6) 2015 the patient began going through major withdrawals. It was noted that nothing had been done with the catheter during the pump replacement. The healthcare professional believed that the patient had a potential kink in the catheter.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.